Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular lead had failed. It was not pacing or sensing and there was loss of capture. The lead was capped. No patient complications have been reported as a result of this event.